Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate that there was a struggle to deliver insulin from a bent or kinked cannula. The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation complaint could not be determined. The exposed portion of the soft cannula was observed to be torn, where it was observed to have created a leak. It could not be determined if the cannula damage is in any way related to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent and the infusion site was found to have a bit of a rash and redness.